Event description:
It was reported that during a da vinci si myomectomy procedure, the cable of the pk dissecting forceps instrument snapped in half. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint engineering evaluation found that the instrument cable was snapped in half. The conductor wire segment stuck out approximately .1680 at the distal end, and there was a piece plastic missing from the yaw pulley cover at the end of one of the grips. No other cables were damaged around the distal end. Engineering also found deep scratches and misaligned grips. The distal end of the main tube had two scratch marks exhibiting light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube, measuring .1890 and .1095 in size. Engineering concluded that damage was likely due to mishandling. Also, the one grip was bent, causing side to side misalignment of the grips. There was a .2295 offset at the tips. Engineering concluded that damage was likely due to mishandling. No other damage was found.

Manufacturer narrative:
The instrument and/or accessory have not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation), or if additional information is received. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.